Event description:
Pt reported that for two days, their insulin delivery device was generating frequent occlusion alarms. On a morning of 2nd day, patient was feeling nauseous and their blood glucose was elevated (429 mg/dl). Patient was admitted to the hosp, at 6:45 am, for treatment of hyperglycemia. Patient was placed on an insulin drip, and given a beta-blocker, for treatment of a rapid heartbeat. Patient was released from the hospital six days later. Patient believes the infusion set was at fault for elevated blood glucose.